Manufacturer narrative:
Evaluation summary: (B)(4). The full lead was returned, analyzed and the helix of the lead was extrinsically compressed. It was noted that visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the right ventricular lead implant, the lead was placed in the apical septum but the threshold was high. The lead helix was retracted and moved to the apex, but would not deploy. The lead was removed from the body and the helix was attempted to deploy on the scrub table. It would not deploy and the lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.